Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain. The cause of the peritonitis was unknown. It was not reported the patient was not hospitalized for the event. A day after the onset of event, the patient was treated with vancomycin injection (1 gram, every fifth day, ongoing, route not reported) and meropenem injection (1 gram, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported the patient was not hospitalized for the peritonitis event. On an unreported date, antibiotic treatment was stopped. The patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.